Manufacturer narrative:
Only the distal segment of the zoom 71 and competitor balloon access catheter were returned for investigation. The distal segment of the zoom 71 had multiple kinks and stretching of shaft material. The zoom 71 distal segment was found clamped with forceps within the competitor balloon guide catheter distal end. Based on the complaint information provided and device investigation, the root cause for the catheter shaft breakage of the zoom 71 could not be determined. The manufacturing records were reviewed and demonstrated that the product met all the design and manufacturing specifications.

Event description:
A female patient was undergoing a thrombectomy procedure to treat an occlusion at the left middle cerebral artery (mca). The physician described it as an organized clot and thought it could have been intracranial atherosclerotic disease. The physician placed a competitor balloon guide catheter into the patient's left cervical petrous and advanced a competitor aspiration catheter to the mca. The blood clot was described as starting at the m1 bifurcation continuing into the superior and inferior division of the mca. They attempted three passes to remove the clot without success. The physician used a stent retriever (using a competitor micro catheter) for two more passes to the inferior mca division without success and removed. A zoom 71 aspiration catheter was then advanced and used for multiple aspiration passes without success and removed. The physician then deployed two stent retrievers in parallel (using competitor micro catheters) to the superior mca division. The micro catheters were then removed leaving the stent retrievers and delivery wires in place. A zoom 71 aspiration catheter was then delivered over both stent retriever delivery wires. Multiple passes with the zoom 71 catheter were attempted without success. During removal of the stent retrievers and zoom 71, the physician reported resistance and observed the competitor balloon guide catheter advancing distally. They noticed under angiogram a segment of the zoom 71 aspiration catheter in the ica. A microsnare was successfully used to remove the distal portion of the zoom 71. After removal of all products, the physician decided to abort the thrombectomy procedure. The patient's anatomy was reported to be mildly tortuous. No patient sequelae were reported.